Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that there was no light when the sensor was connected, and also reported that the electrode was short. The customer's blood glucose level was unknown. The customer had nothing to return. No further details were provided.